Event description:
It was reported that the patient presented in clinic and was not symptomatic. Inappropriate shock therapy was delivered because the ava delta discriminator incorrectly diagnosed vt. The ava discriminator was turned off.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.